Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that the instrument grips did not open. At this time it is unknown if the instrument was clamped on tissue at the time of the unclamping failure. Medical intervention may be required in the event that the synchroseal fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, after repeated use during the operation, the synchroseal instrument could no longer be opened manually. The cause was not apparent. The procedure was completed with no patient harm and a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the site; however, they were unable to provide additional information.